Event description:
It was reported the intensivists and residents in the ICU are experiencing difficulty when threading the guide wire from this kit. The wire seems to kink and bend when being threaded. It was noted multiple attempts were made for insertions and they also used single guide wires. The resident indicated this occurred during subclavian insertions when dilating up. He stated there were no adverse patient outcomes. They do not know if this caused any delays in treatment. There were no patient deaths or complications reported. The ICU educator stated they have heard of no other issues from any other physicians and none of the sister hospitals have had any issues. It is not known how many times this has occurred.

Manufacturer narrative:
Complaint no. (B)(4).